Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having trouble with the communicator. The patient stated that it did not recognize the pump. The patient said that sometimes it did and sometimes it didn't, and they were not able to use it because it was very unpredictable about when it would find it. Per the patient, they had tried different positions, different rooms, and making sure it was fully charged, but they couldn¿t get any consistency out of it. When asked the event date, the patient stated it had been months. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator was unable to consistently locate the pump. No indication of patient harm. Additional information was received a consumer (con) stated that they received the communicator replacement and was able to connect the handset/communicator but still could not sync to the pump. The agent reviewed the communicator placement. The patient was able to connect to the pump. The patient mentioned that they had a two-minute delay on 90% whenever they sync with the pump. They have 3 boluses per day programmed. The agent reviewed information and redirected the patient to a healthcare provider (hcp) as needed. The patient inquired about the communicator general use and the agent reviewed information.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown; product type software; product ID tm90t0; serial# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.